Event description:
The facility reported the table's hand control would not work properly during a patient procedure and personnel were unable to activate the floor locks. The patient was transferred to another table and the procedure was completed successfully.

Manufacturer narrative:
A steris service technician inspected the table and found there was a loose connection on the floor lock switches. The technician reconnected the floor lock switches, confirmed the table was operational and returned it to service; no further issues have been reported. The table was manufactured in 2006 and is under steris service contract. Preventive maintenance was completed on (B)(4) 2012 when the table was found to be operating properly; no issues noted with the floor lock switches.